Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of single point load cell #1, likely attributed to failed component(s). A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message. Single point load cell #1 was over-reporting. It was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check and the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).